Event description:
The customer reported that a pt's sample containing anti-d antibody due to rhogam reacted negative on the ortho provue analyzer. The customer repeated the sample in manual gel test using the same lot of gel cards and reagent cells and obtained a positive (1+) reactivity with cell #s 1 and 2. False negative results can lead to transfusion of incompatible blood. The reactions interpreted by the instrument did not match manual gel results, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed wad diagnostic testing and verified instrument operations, returning the instrument to its expected operation. No definitive root cause was determined. The customer ran and verified quality control.